Event description:
Patient reported that the hip has never felt right. In (B)(6) 2007, the patient went to see doctor about issues with the hip. Patient complains of on and off pain. About two to three weeks ago patient complained of not being able to move at all. Patient also has lesion on left hip and face.

Manufacturer narrative:
The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. X-rays, clinical history, and operative reports are needed.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 6565-0-132, lot # 18112903, description: alumina v40-femoral head 32mm, +0mm nk; cat # 625-0t-32f, lot # 15868102, description: trident alumina insert; cat # 502-01-56f, lot # 20112101, description: trident hemispherical cluster 56mm; cat # 2030-6525-1, lot # 511mra and 85wmra, description: 6.5 cancellous bone screw 25mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's revision. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The event was not confirmed as no items associated with the event were returned or made available for evaluation. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. X-rays, clinical history, and operative reports are needed. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
Patient reported that the hip has never felt right. In (B)(6) 2007, the patient went to see doctor about issues with the hip. Patient complains of on and off pain. About two to three weeks ago patient complained of not being able to move at all. Patient also has lesion on left hip and face.

Event description:
Patient reported that the hip has never felt right. In (B)(6) 2007, the patient went to see doctor about issues with the hip. Patient complains of on and off pain. About two to three weeks ago patient complained of not being able to move at all. Patient also has lesion on left hip and face. Update: the patient was revised.